Event description:
It was reported that during a coronary artery stenting treatment the stent dislodged. The lesion being treated was located in the circumflex and was 85-90% blocked. The physician was attempting to direct stent the lesion. After several attempts to cross the lesion with a 3.5x16 ion stent the physician pulled the system out and decided to go in and predilate the vessel. The physician saw on fluoro that the stent had dislodged in the circumflex inside the patient. The physician tried to snare the stent but was unsuccessful. The stent embolized distally to the distal circumflex. The physician then crushed the stent against the vessel wall with a 3.5x22 non bsc bare metal stent. The procedure was completed with a different device. There were no complications and the patient condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
The taxus element/ion stent delivery system (sds) was received. The stent was not present on the sds. There were stent strut impressions on the surface of the tightly folded balloon. The stent impressions were centered between the markerbands. There was no damage to the sds. The reported stent dislodgement was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Manufacturer narrative:
Device evaluated by manufacturer: the taxus element/ion stent delivery system (sds) was received. The stent was not present on the sds. There were stent strut impressions on the surface of the tightly folded balloon. The stent impressions were centered between the markerbands. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).